Manufacturer narrative:
All information reasonably known as of 10 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint: database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury the complaint reported that "the sleeve tore when they tried to pressurize it by injecting saline solution between the sleeve and the airbag. " the supplier has already investigated this issue and determined root cause. The issue has been addressed with the supplier. Based on the device history record (DHR) review there were no abnormal processing issues noted. All products/packaging were produced per specifications. A risk assessment was performed, and the overall patient caregiver risk was determined to be low while the regulatory/compliance risk was determined to be medium. The severity of the failure mode is serious (3), with an actual occurrence rate of improbable (1) which falls within the anticipated occurrence rate of remote (2). Based on this risk assessment, CAPA is not required per ref-20001-c1. There were 11 complaints reported for pressure infusor bags during the same timeframe related to the failure mode of the sleeve tearing/coming off. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
The sleeve tore when they tried to pressurize it by injecting saline solution between the sleeve and the airbag.

Manufacturer narrative:
All information reasonably known as of 10 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
The sleeve tore when they tried to pressurize it by injecting saline solution between the sleeve and the airbag.